Event description:
I am using the philips triology 100 to provide breathing support at bedtime, I have a weaken diaphragm from als. After use in the morning I find tiny black particulate on my pillow, and in the face mask. I have now developed a cough. I have repeatedly contacted (B)(6) who supplied the machine requesting an equivalent machine made by a different manufacturer. I have also contacted my medical team at (B)(6) university begging for help as they recommended and referred me to (B)(6). To date I have not received an equivalent replacement machine and I continue to have to breath in the black particulate generated from the sound abatement foam. The pictures are of an inline filter. This filter is load and blackened after just a few hours of use. FDA safety report ID# (B)(4).